Event description:
It was reported that "the patient was emergently admitted on (B)(6) 2026, underwent pci, and the catheter was inserted into the patient. Counterpulsation was maintained at a 1:1 ratio. At 09:26 on (B)(6) 2026, the iabp console exhibited intermittent cessation of pumping." The patient's current condition is reported as "fine". Additional information received on june 03, 2026, indicated that "no medical intervention required. Following an evaluation, the patient meets the criteria for remove the pump and catheter."

Manufacturer narrative:
(B)(4).